Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the balloon still could not be inflated. A microscopic examination identified a balloon longitudinal tear measuring approximately 12mm in length beginning approximately 7mm distal of the proximal markerband and extending approximately 2mm proximally from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The more than 70% stenosed target lesion was located in the mildly tortuous and moderately calcified brachial artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, upon first try to inflate the balloon to nominal pressure, it was noted that the balloon ruptured at 6atm within less than a minute. The device was removed from the patient's body via the introducer sheath and the procedure was completed wth another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The more than 70% stenosed target lesion was located in the mildly tortuous, and moderately calcified brachial artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, upon first try to inflate the balloon to nominal pressure, it was noted that the balloon ruptured at 6atm within less than a minute. The device was removed from the patient's body via the introducer sheath, and the procedure was completed with another of same device. No patient complications were reported, and patient was stable post procedure.